Event description:
Reference number (B)(4). Event occurred in saudi arabia. On 15-june-2024, it was reported by the patient that infusion set tape not sticking within two days of insertion. Infusion set was placed in thigh. No further information was available.